Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in germany, this was a case of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient was pre-dilated with a 20mm balloon and safari wire. There was no issue during commander delivery system insertion through esheath, but the esheath had a kink above and any push was lost in the kink. A llunderquist wire was introduced into the marking pigtail to justify the kink up to the level of the aorta. After this, it was possible to push the valve further and perform the valve alignment without complications. The commander delivery system with the valve could be advanced into the aortic arch with a lot of push. However, there were tracking difficulties because all the attempts to advance the commander delivery system with the valve failed, since all the push was lost in the esheath kink. The commander delivery system suffered a kink in the area of the infrarenal baa (abdominal aortic aneurysm). The procedure had to be aborted because all the maneuvers in the access vessel led to a vascular dissection with subsequent bleeding along the esheath. It was possible to pull the valve back into the esheath. To treat the patient, a cross over implantation of self-expanding stent (10x60mm) was performed. Angiographic results were very good. The patient was in a stable condition. As per medical opinion, the root cause of this event was difficult anatomical conditions.

Manufacturer narrative:
Through investigation it was learned that there is no indication/allegation that this event is associated with a device malfunction, deficiency, or failure to perform as intended. There was no issue during commander delivery system insertion through the esheath. The vascular dissection will be reported on related manufacturer report no: 2015691-2023-18570. As this event was reported in error, this correction is being submitted .